Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface board was replaced and the connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a motion error during a case. No patient injury was reported.